Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the rear response button was non-functional. The cause for the failure was the response button was unplugged from the connector. Upon investigation the rear response button was non-functional. The cause for the failure was the response button was unplugged from the connector. The root cause for the unplugged response button was unable to be positively determined. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor response buttons weren't working.